Event description:
Catheter revision reported to manufacturer per device registration. Follow up with hcp of record revealed pt had a catheter problem. Pt experienced increased spasticity and pain at the time of the event. Also was reported to require treatment in ICU. Pt had surgical intervention and pump has now dehisced and required explant. Pt rubs incision a lot. Follow up continues with consultant hcp to clarify nature of the device problem.